Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around noon, the patient's dexcom app and tandem t: slim x2 insulin pump showed egv 150 mg/dl to 160 mg/dl. The patient checked her bg; it was reading 300 mg/dl and went up to 400 mg/dl. She started to feel weak, can't walk and lost her cognitive thinking. The patient did not treat her high bg at home. Her family member brought her to the emergency room (ER). Her bg at the ER was around 1000 mg/dl while egv was not checked since she lost cognitive thinking. She was diagnosed with dka. They administered insulin via IV and IV fluid. She was transferred to ICU and stayed there for about 2 and a half days. Before she was discharged around 12:00 pm on (B)(6) 2025, her bg value was around 116 mg/dl and her egv from sensor that was inserted on (B)(6) 2026 was reading around 120 mg/dl. She said that she was feeling better before she went home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.